Manufacturer narrative:
An event of heart block (left bundle branch block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have any baseline conduction abnormalities, there was no calcification extending beneath aortic annular plane in the interventricular septum, and that the valve was implanted at a 3.36 mm depth from the non-coronary cusp. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na

Event description:
Crd_1003 - vantage eu2984-787 -r806178801 it was reported that on 14 november 2023, a 27mm navitor valve was implanted in a patient with a final depth of 3mm. Post implant, the patient developed a left bundle branch block. A temporary pacemaker was used. The patient is stable.